Event description:
Boston scientific crm received information that this right atrial (ra) lead had dislodged and resulted in muscle stimulation. P-wave amplitude could not be measured at the programmed settings. The lead was explanted and replaced with a competitor lead. At this time, the lead has not been returned to boston scientific crm.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.